Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure using an uphold vaginal support system, the needle detached from the left leg assembly after it came through the sacrospinous ligament. At this time, resistance was felt due to dilator bunching, and the physician was pulling on the dilator with the capio device. The physician retrieved the detached needle with her hand. The procedure was completed with a pinnacle pelvic floor repair kit (type unknown), without any further patient issues.

Manufacturer narrative:
Visual analysis of the returned uphold vaginal support system device showed that there was bunching and the needle was missing from the solid blue dilator. Mechanical tests of the returned capio open access suture capturing device showed that it operated freely and smoothly. Visual analysis of the capio device showed that the gray handle was cracked and there were tool marks on the shaft near the carrier hub. No defects were observed with the carrier, carrier housing, or the catch. A review of the labeling shows that the device was used accordingly for tissue reinforcement and stabilization of fascial structures of the pelvic floor. The probable root cause for the needle detaching and dilator bunching was determined to be design. The probable root cause for the cracked capio device handle could not be determined.

Manufacturer narrative:
The device has not been returned for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure using an uphold vaginal support system, the needle detached from the left leg assembly after it came through the sacrospinous ligament. At this time, resistance was felt due to dilator bunching, and the physician was pulling on the dilator with the capio device. The physician retrieved the detached needle with her hand. The procedure was completed with a pinnacle pelvic floor repair kit (type unknown), without any further patient issues.